Event description:
Customer reports inconsistent inr results between protime instrument vs an unspecified lab instrument. This report is for pt 1 of 2. On (B) (6) 2009, protime inr 1.7 vs lab inr 2.8. Pt therapeutic range is 2.0 - 3.0 inr. No reports of adverse events, serious injury, or interventions.

Manufacturer narrative:
(B) (4). Manufacturer evaluation/investigation currently in process.